Event description:
The patient's family member tried to use the audio bolus feature, but there was no sound when the bolus was delivered. He then primed the pump but did not hear a sound. Patient has had four occlusions without audio sound. Two of them were that day. Patient's blood glucose level is 347 mg/dl.